Event description:
Revision surgery - on (B) (6) 2007, patient had a revision of a tsa that was done by another surgeon with non-encore parts. On (B) (6) 2007, another revision was done as a result of the patient dislocating in the middle of the night. The surgeon revised to a larger head and cup size. On (B) (6) 2008, patient was revised to a custom glenoid head and humeral insert and a standard rsp humeral socket shell. Note - revision done on (B) (6) 2007 was reported on MDR # 1644408-2008-00006.